Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate atp and eight shocks due due to two episodes of atrial fibrillation (af) with rapid ventricular response (rvr). All therapy available was delivered. This device remains in service. No additional adverse patient effects were reported.